Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Customer reloaded the cartridge and resumed insulin to resolve the occlusion. Reportedly the customer is prefilling cartridges with insulin. There was no reported adverse impact to customers blood glucose (bg) level.